Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included amenorrhea and cesarean section. Concurrent conditions included cough, sputum, headache, fatigue, morbid obesity, dizziness, acute pain, aching (l) knee, foggy feeling in head, back pain, joint pain, chest pain, leg pain, breast pain, neck pain, spinal pain, pain in hip, pelvic pain, facial pain, nausea, vomiting, constipation, diarrhea and heartburn. Concomitant products included medroxyprogesterone acetate (depo-provera), otosporin (antibiotic ear) and panadeine co (tylenol #3). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), muscle spasms ("muscle spasms"), depression ("depression"), anxiety ("anxiety"), hot flush ("hot flashes"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight fluctuation ("weight gain/loss"), insomnia ("unable to sleep"), pruritus ("itchy"), inadequate lubrication ("rough sex"), pelvic discomfort ("discomfort down there"), bacterial infection ("bacterial infection ") and vulvovaginal mycotic infection ("yeast infection"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral) to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, muscle spasms, depression, anxiety, hot flush, menorrhagia, vaginal haemorrhage, weight fluctuation, insomnia, pruritus, inadequate lubrication, pelvic discomfort, bacterial infection and vulvovaginal mycotic infection outcome was unknown. The reporter considered alopecia, anxiety, bacterial infection, depression, genital haemorrhage, hot flush, inadequate lubrication, insomnia, menorrhagia, muscle spasms, pelvic discomfort, pelvic pain, pruritus, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. A total of 4 coils counted for confirming proper placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2018: pfs &mr received. Concomitant medication added. Historical condition added. Following event: unable to sleep, itchy, discomfort down there, bacteria infection / yeast infection, rough sex were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included amenorrhea and cesarean section. Concurrent conditions included cough, sputum, headache, fatigue, obesity, dizziness, acute pain, aching (l) knee, foggy feeling in head, back pain, joint pain, chest pain, leg pain, breast pain, neck pain, spinal pain, pain in hip, pelvic pain, facial pain, nausea, vomiting, constipation, diarrhea and heartburn. Concomitant products included medroxyprogesterone acetate (depo-provera), otosporin (antibiotic ear) and panadeine co (tylenol #3). In 2010, the patient experienced alopecia ("hair loss"), weight increased ("weight gain") and weight fluctuation ("weight gain/loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain lower ("lower abdomin pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), muscle spasms ("muscle spasms"), depression ("depression"), anxiety ("anxiety"), hot flush ("hot flashes"), insomnia ("unable to sleep"), pruritus ("itchy"), inadequate lubrication ("rough sex"), pelvic discomfort ("discomfort down there"), bacterial infection ("bacterial infection ") and vulvovaginal mycotic infection ("yeast infection"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral) to remove the essure implant). Essure was removed on 24-apr-2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, menorrhagia, vaginal haemorrhage and abdominal pain lower was resolving and the muscle spasms, depression, anxiety, hot flush, weight fluctuation, insomnia, pruritus, inadequate lubrication, pelvic discomfort, bacterial infection, vulvovaginal mycotic infection and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, bacterial infection, depression, dysmenorrhoea, genital haemorrhage, hot flush, inadequate lubrication, insomnia, menorrhagia, muscle spasms, pelvic discomfort, pelvic pain, pruritus, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. A total of 4 coils counted for confirming proper placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received with her demographic condition. Following events were added: dysmenorrhea(cramping) and lower abdomin pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('excessive bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea and cesarean section. Concurrent conditions included cough, sputum, headache, fatigue, obesity, dizziness, acute pain, aching (l) knee, foggy feeling in head, back pain, joint pain, chest pain, leg pain, breast pain, neck pain, spinal pain, pain in hip, pelvic pain, facial pain, nausea, vomiting, constipation, diarrhea and heartburn. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocortisone;neomycin sulfate;polymyxin b sulfate (antibiotic ear) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss") and weight fluctuation ("weight gain/loss") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain lower ("lower abdomin pain"). On (B)(6) 2017, the patient was found to have blood iron decreased ("low iron"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), muscle spasms ("muscle spasms"), depression ("depression"), anxiety ("anxiety"), hot flush ("hot flashes"), insomnia ("unable to sleep"), pruritus ("itchy"), inadequate lubrication ("rough sex"), pelvic discomfort ("discomfort down there"), bacterial infection ("bacterial infection") and vulvovaginal mycotic infection ("yeast infection"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral) to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, menorrhagia, vaginal haemorrhage and abdominal pain lower was resolving and the muscle spasms, depression, anxiety, hot flush, weight fluctuation, insomnia, pruritus, inadequate lubrication, pelvic discomfort, bacterial infection, vulvovaginal mycotic infection, dysmenorrhoea and blood iron decreased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, bacterial infection, blood iron decreased, depression, dysmenorrhoea, genital haemorrhage, hot flush, inadequate lubrication, insomnia, menorrhagia, muscle spasms, pelvic discomfort, pelvic pain, pruritus, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. A total of 4 coils counted for confirming proper placement of the device. Concerning the injuries reported in this case, the following one/ones were reported via social media: low iron. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: low iron¿ . Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event from social media: low iron was, reporter and reporter causality comment were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), muscle spasms ("muscle spasms"), depression ("depression"), anxiety ("anxiety"), hot flush ("hot flashes"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight fluctuation ("weight gain/loss"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral) to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, muscle spasms, depression, anxiety, hot flush, menorrhagia, vaginal haemorrhage and weight fluctuation outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, hot flush, menorrhagia, muscle spasms, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information added. New events - menorrhagia, vaginal haemorrhage and weight fluctuation added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), muscle spasms ("muscle spasms"), depression ("depression"), anxiety ("anxiety") and hot flush ("hot flashes"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, muscle spasms, depression, anxiety and hot flush outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, hot flush, muscle spasms, pelvic pain and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.